Manufacturer narrative:
Event summary: clinical issues were encountered during a cryo ablation procedure, the patient experienced cough and shortness of breath. An echo was performed and showed minimal anterior and posterior pericardial effusion. Additionally, the patient experienced a drop in blood pressure and became tachycardiac. The case was aborted while the patient was under general anesthesia. Echo revealed that the patient had a significant effusion. The balloon catheter 2af284/72416, sheath 4fc12/31705, and mapping catheter 2ach20/10963888 were not returned for investigation. In conclusion, clinical issues (cough, shortness of breath, pericardial effusion and hypotension and tachycardiac) were encountered during procedure. There is no indication of catheter malfunction related to the adverse event. The balloon catheter, sheath and mapping catheter were not returned for investigation. The case was aborted under general anesthesia. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during a cryo ablation procedure, the patient experienced cough and shortness of breath. An echo was performed and showed minimal anterior and posterior pericardial effusion. Additionally, the patient experienced a drop in blood pressure and became tachycardiac. The case was aborted while the patient was under general anesthesia. Echo revealed that the patient had a significant effusion. Medication was given and a pericardiocentesis was performed. Ultimately, the effusion resolved with only a minimal effusion and the patient was hemodynamically stable at discharge from the lab. This patient was part of the (B)(6) clinical study. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.